Event description:
The customer reported that the system would not make an exposure. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. This is no report of injury of death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.